Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was congestive heart failure. The caller stated that the customer had congestive heart failure that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected less than 48 hours prior to passing. The customer's doctor removed the pump as the customer's blood glucose was "going crazy" and his wife wanted to control the levels herself. The customer was using sensors. The caller declined to return the insulin pump for analysis.